Event description:
User experiencing ongoing issues with discrepant pt tsh results when compared to repeat testing on different e modules at customer site. The following 2 pt examples were provided. Sample 1, initial result run on this e module (B)(4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on a different e module giving 0.009 miu per ml. Sample 2, on (B)(6)2009 initial result run on a different e module (B)(4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on this e module serial number giving 0.013 miu per ml. On (B)(6)2009, the user repeated both samples on this e module (B)(4) using a different lot of tsh reagent giving 0.009 miu per ml for sample 1 and 0.015 miu per ml for sample 2. No erroneous results were reported. Patients not adversely affected. If add'l info is received, appropriate notification will be provided.